Manufacturer narrative:
(B)(5). Investigation - evaluation: a review of the complaint history, drawing, device history record, manufacturing instructions and quality control data was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. The document-based investigation evaluation revealed no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events which could contribute to this failure mode. There were no other related complaints for this lot number. Based on the provided information and results of the investigation a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that there was a resistance during advancement of the micropuncture transitionless access set, which led to the catheter separating at the base of the hub. Another device was used to complete the procedure, and no adverse effects have been reported.